Event description:
It was reported that during a laparotomy a new echelon short shaft gun is opened and used in surgery with 4 firing. It was stuck on tissues in 5th firing, dr. Has used manual override option to open jaws and remove tissues. Dr has used ntlc 55 for next transaction.

Manufacturer narrative:
(B)(4). Date sent 11/12/2024. D4 batch #724c72. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with no apparent damage and with no reload present. The device opened and closed as expected. However, it was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb board was noted to be non-functional. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the pcb board to be damaged. The event described of "difficult to open" could not be confirmed as the device opened and closed without any difficulties noted. Although no conclusion could be reach on the cause of the reported event of "difficult to open" the instructions for use do contain the following caution: to open the jaws, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger. If the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the home position. The position of the knife can be determined by observing the knife blade indicator under the cartridge jaw. If the knife blade indicator is not in the home position or the position of the knife cannot be determined, slide the knife return switch to activate the motor and return the knife to home position. Try opening the jaws again using the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger upward (away from the handle) until both firing and closing triggers return to their original positions. A manufacturing record evaluation was performed for the finished device batch number 724c72, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished #pcee60a, with lot/batch #a9ee2a, and no non-conformances were identified. Additional information was requested, and the following was obtained: is the current patient status known? Not known was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. Was the firing sequence started but not completed? If yes: no. Did the device deliver any staples? No. If yes, were the staples formed properly? No. If yes, was the staple line complete? Na. Did the device cut? No. If yes, was the cut line complete? No. If yes, was there any issue with the cut line? No. Was there any difficulty opening the device jaws? Yes , its locked after 4 firing , used manual override option to open jaws and used lineur cutter for next transaction .